Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A visual inspection of the product involved was performed on three pictures provided by the customer. Customer photos show a 340 ml water reservoir still in the plastic dustcover bag which is partially torn, what appears to be an 040 humidifier adaptor with a white adaptor body inside of a plastic bag, and a close up of the label on the water reservoir indicating product code (B)(4) and lot number 20b211. Based on the photos provided, it cannot be determined that the aquapak humidifier adaptor would not screw on to the oxygen point. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "nicu had a new admission that required humidification. Aquapak humidifier adaptor did not screw onto the oxygen point. Adaptor does not thread. Clinical consequences: a new pack was opened and used successfully. No patient involvement".